Event description:
The tulip filter had been in place ten days when the physician attempted to retrieve it. Implantation images noted that the filter was severely tilted and the hook and neck were embedded in the caval wall. The physician tried to straighten it out with a foley balloon, but was not successful. He then used a snare to try and create a lasso effect to pull the device straight, but instead deformed one of the struts to a ninety degree angle and pulled the other three legs together. It is not possible to remove the filter in its present condition.